Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device appeared to have a broken piece inside the trocar. The issue was noticed prior to being used on a patient. Another device was opened to be used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Product analysis suggests the product was used in a surgical procedure. Replication of the reported condition can be caused by rough handling of the device and applying the cannula against a hard object or surface like bone or another instrument .the product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.